Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the cardiopulmonary arrest was the likely cause of death and the site has confirmed that the death certificate and autopsy details are not available.

Event description:
(B)(4) clinical study. It was reported that post a percutaneous coronary intervention procedure, cardiopulmonary arrest and death occurred. The patient was referred for cardiac catheterization in (B)(6) 2010. Target lesion #1 was a de novo lesion located in the middle of the right coronary artery with 85% stenosis and was 30 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre dilatation and placement of a 3.00 mm x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012 the subject presented with chronic kidney disease and a right arm fistula was placed. The subject experienced a cardiopulmonary arrest accompanied by pulseless electrical activity. A right femoral triple lumen and arterial line was placed without return of cardiac rhythm or pulse. The subject was pronounced dead.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient initially presented with kidney failure and an abnormal stress test. Additionally, no autopsy was performed and cause of death is cardiopulmonary arrest.